Event description:
A customer reported that the battery of their t:slim x2 pump would not charge, and there was a power source alert. Despite the issue, there was no adverse impact on the customer¿s blood glucose level. The customer was advised to plug the pump into a working outlet for at least 30 minutes, which successfully resolved the issue as the pump began charging again. No further assistance was required.